Event description:
It was reported that 5 of the bd IV extension set alaris® smartsite were unable to flush. The following information was provided by the initial reporter: unable to flush extension tubings with 10 ml 0.9% normal saline pre-filled syringes. The lot numbers of 2 extension tubing's that flushed were different than the 5-extension tubing with the same lot numbers (22039352), that did not flush. This has happened with 1 or 2 extensions tubing here and there.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 11-jan-2023. H6: investigation summary four samples (model #22003e-07) were returned by the customer. It was reported by the customer that the extension tubing would not flush. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid paths of 2 of the samples were open and those samples were able to be flushed. The failure was unable to be replicated in these samples. The fluid paths of the 2 other samples were not open and were unable to be flushed. The customer complaint can be verified in these samples. A root cause was unable to be determined. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. A device history record review for model 22003e-07 lot number 22039352 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 of the bd IV extension set alaris® smartsite were unable to flush. The following information was provided by the initial reporter: unable to flush extension tubings with 10 ml 0.9% normal saline pre-filled syringes. The lot numbers of 2 extension tubing's that flushed were different than the 5-extension tubing with the same lot numbers (22039352), that did not flush. This has happened with 1 or 2 extensions tubing here and there.